Manufacturer narrative:
In communicating with the customer, the customer mentioned an error e198, however, the customer was not sure and cannot be specified . The customer however, stated the error code when appeared, during an unspecif procedure, there was connection loss and then the image also dropped. The subject device was not returned for evaluation. The olympus field service engineer (fse) performed a site visit and inspection. The reported error e198 was not confirmed, however, evaluation found a worn output connector.  The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, an intermittent no image, connection loss between scope and the evis exera iii xenon light source. The issue was found during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.